Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported stent dislodgement was able to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the sds was advanced, resistance was met with the heavily calcified anatomy resulting in the reported failure to advance. Interaction with the anatomy and/or other device as the device was withdrawn resulted in the reported stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Additional information: the sus voluntary event report states: "undeployed stent left behind post attempting stent placement during a left heart coronary stenting procedure. Cardiologist not able to deploy stent after retrieving catheter, noticed stent not visible on the catheter." Follow-up information from the account reported that the stent delivery system (sds) had been inspected during prior to use and the stent was on the balloon prior to insertion. No additional information was provided.

Manufacturer narrative:
(B)(4). The date was filed incorrectly on the medwatch report follow-up#1 as (B)(6) 2017, but should have been (B)(6) 2018.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. Attachment: sus voluntary event report (medwatch) report number: mw5073051.

Event description:
It was reported the procedure was performed to treat a lesion with heavy calcification in the left anterior descending (lad) coronary artery with severe tortuosity. Pre-dilatation was performed and a 2.25 x 12 mm xience alpine stent delivery system (sds) was advanced but could not cross the lesion due to the heavy calcification. The xience alpine sds was withdrawn from the patients anatomy without resistance noted. Outside the patient anatomy, it was noted that the stent was not on the balloon. Under fluoroscopy, the anatomy was searched for the stent but it could not be found. The stent was also not found outside the anatomy. There was no resistance noted during removal of the protective sheath from the device. The procedure was abandoned as nothing could cross the lesion. The patient was put on medical management. No additional information was provided.